Manufacturer narrative:
Other relevant device(s) are:product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter; ubd: 19-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of baclofen at 318.24 mcg/day via an implantable pump. It was reported that slowly over the last two months (relative to 2020-jul-31) the patient has had a return of spasticity. The hcp attempted a dye study but could not aspirate the catheter so the patient was referred to them for a nuclear dye study. The hcp was placing saline in the pump and dye and wanted to know how long it would take to reach the tip of the catheter. Calculations were reviewed. It was indicated it would take 18 hours and 18 minutes until the dye would be at the catheter tip.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2020 product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that a dye study was done and suggested a leak in dorsal components. A rotor study was not performed. The pump and catheter were explanted. The patient recovered without sequela. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(6)) found a hole caused by a deep abrasion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.